Event description:
It was reported that during a lap gastric bypass procedure, a device was opened and loaded with a white load, but the device fired malformed staples. No buttressing material was being used. Another device from a different lot number was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.